Event description:
A malfunction alarm was reported with a code identified as malf 1. There was no reported adverse impact to the customer. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy while a replacement pump with updated software was sent.